Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that a patient was revised due to device height loss and bone loss.

Manufacturer narrative:
A1:(B)(6), b4: 07/27/2021, g3: 20-jul-2021, g6: follow-up # 1, h2: additional information, device evaluation, h3: yes. H6 codes: type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3252 - fracture problem. Investigation conclusions: 22 - known inherent risk of device. H10: the lhrs were reviewed. The lhr for l/n h80006946 fg 0031-15, s/n: (B)(6) was examined including the final inspection records and the in process measurements. There were no non- conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed, and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. Findings: histopathological examination indicated the tissues showed evidence of foreign material with granulomatous inflammatory reaction. Fragments of refractile material are engulfed by multinucleated giants cells, mixed with cartilage and dense fibrous connective tissue fragments along with an average degenerate fibrinous material observed, which the surgeon likely attributed it to possible contamination. However, it was not possible to assess the potential role of surgical technique, patient selection or determine the cause of the product experience based on the information provided.